Event description:
Boston scientific received information that during a device change-out procedure to a competitor's device, these epicardial patches were evaluated with a pacing system analyzer (psa). The impedance results were > 2000 ohm on one patch and the other measured < 200 ohms. The field representative did not know which patch had which result as he was not directly involved in the case. A shock was then delivered through the new device, done in the patch to patch or cold can configuration, and the measured impedance value was >200 ohms. Boston scientific technical services (ts) discussed with the field representative that having a reading of > 2000 ohms, and then a shock lead impedance of > 200 ohms, were out of range, and potential causes were discussed. Additional information was received that the patches were surgically abandoned and a new transvenous lead was implanted. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.